Event description:
Data interface unit (cic) for ge at the centralized telemetry froze up, not allowing the nurse/tech to click or perform any action on the display. Not able to admit, review, or access anything on the display. Staffs were not able using the mouse or the touch screen. Once the device was restarted, it came back up and worked normally. Per site reporter: no answer from ge healthcare yet.